Manufacturer narrative:
Block b3: exact date unknown, event occurred eight months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) more frequently and that it took approximately three days for the ipg to reach a full charge. The patient subsequently underwent an ipg replacement procedure and was reported to be doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.